Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2021,senseonics was made aware of an incident where user experienced inaccuracies in sensor readings which leads to early sensor removal.

Manufacturer narrative:
Based on the initial escalation analysis, it was observed that it was taking the sensor a little of bit of more time to recover after insertion but due to customer experience the RMA was authorized. The RMA is not received and therefore no further investigation could be performed at this time. H3. Device evaluated by manufacturer? No, not returned to manufacturer. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.